Event description:
The customer complains about a waste container which has fallen off the analyzer. Blood contaminated solution leaked from the container and polluted the floor and the wall at customer site. Radiometer has become aware of a potential issue with the d513 disposable waste container for the abl800 flex. The issue is that an overpressure may be built up in the waste container during use due to lack of venting. In extreme situations the waste container may appear swollen. The preliminary root cause investigation have shown that lots produced since a production change 17aug2021 are potentially affected by the issue. The incident involved a waste container from lot ma02, which is one of the affected lots. On october 6, 2021 radiometer decided to initiate a recall with radiometer ref. Fan 915-417 in order to recall the affected waste containers. USA is not affected by the recall as no affected products have been sold in USA.